Event description:
During a catheter revision, while deploying the anchor for the distal portion of the catheter the metal (rod) portion of the deployment tool appeared to come out of its track and separated from the deployment tool. The hcp was able to push/guide the metal portion back into the deployment tool and complete with deployment of the anchor. The catheter tip location was confirmed and compared to previous placement prior to anchoring, csf flow was verified, and procedure was completed without incident. There were no patient symptoms/injuries related to the event. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Corrected information: the following information should have been included on the initial manufacturer report: product ID: 8782, serial# (B)(4), product type: catheter.